Event description:
It was reported that sales rep was made aware (B)(6) 2014 of a patient that showed up for 2 year follow up and x-rays showed notch cut into femoral neck. Surgeon concerned that will break.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding malpositioning involving a tritanium shell was reported. The event was not confirmed. The device was not received for evaluation. A provided x-ray shows the trunnion damage and a potentially malpositioned cup. The reported device was manufactured and accepted into stock with no reported discrepancies. There have been no other events for the reported lot. It is unknown if the cup loosened and migrated or was malpositioned in the primary surgery. However, the trunnion damage would be caused by impingement with the shell. The exact cause of the event could not be determined as further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that sales rep was made aware 1/3/14 of a patient that showed up for 2 year follow up and x-rays showed notch cut into femoral neck. Surgeon concerned that will break.